Manufacturer narrative:
Investigation summary: customer returned (4) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 9028789. Customer states that the stopper was damaged. All returned syringes were examined and all exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 9028789 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 14 oct 2019, holdrege received (4) 3/10ml, 12.7mm, 29 g syringes in a open polybag from lot #9028789. A visual evaluation of the photos was performed finding the stopper smeared on the inside of the barrel on (4) samples. Breakout and sustaining testing was completed on the returned samples on gauge 12866, all samples were within the specified limits. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the silicone guns needed purged. Corrective action: maintenance dispatch #57135 and #57040 were created during the time of manufacturing for this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the bd ultra-fine¿ insulin syringe stopper was found damaged before use. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "the stopper was damaged."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe stopper was found damaged before use. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "the stopper was damaged."